Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that infection was observed at the implanted pulse generator site. As a result, the ipg was explanted. Infection issue has resolved. There were no complications during the procedure. Patient was stable.